Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 13.6 mmol/l at the time of the incident. The customer reported that the insulin pump alarmed failed battery twice. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with detached end cap. Unable to confirm prime anomaly, failed battery test anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to detached end cap. Pump passed stop current test. Pump had bleeding lcd glass, loose/protruded drive support disk, cracked battery tube threads, reservoir tube lip, minor scratched display window, stained address/serial number label and missing end cap sticker.